Event description:
A caller reported a cartridge alarm 20. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy, resolving the issue.